Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed as the receiver would not communicate with the computer. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed as the receiver would not communicate with the computer. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).